Event description:
It was reported that the patient presented to clinic with an out of range lead impedance same day of implant. The physician re-opened the pocket and noticed the set screw was loose. The set screw was tightened and everything was -normal-.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.